Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: the insulation at the end of the thoracic grasper instrument came off and fell into the patient. The insulation was recovered. However, at this time, it is unknown how the insulation was retrieved.

Event description:
It was reported that during a da vinci lobectomy procedure, the insulation came off at the end of the thoracic grasper instrument and the insulation was recovered. Intuitive surgical, inc. Has made several attempts to contact the siteo to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
On (B)(6) 2014, intuitive surgical, inc. Received additional information from customer, who indicated that nothing fell into the patient, there were no x-rays performed and there was no patient injury. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found scratch marks on the main tube, approximately 1.7 of the main tube insulation was missing at the distal end.